Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported difficulty inserting the infusion set due to the infusion cannulas becoming kinked. The insertion needle properly extended to a 90 degree angle when the blue release button was pressed. Pt used one swift motion but was not able to pierce the skin. Pt did not have an infusion set insertion device. This first occurred in (B)(6) 2011, and has occurred more than once. Pt read the product instructions prior to use. Pt was sent replacement product. Alleged infusion sets were discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.